Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Retention samples of the incident lot were selected from bd inventory for testing and upon completion, no issues relating to false positive result and clotting were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin experienced erroneous results which were noted after use. The following information was provided by the initial reporter: material no. 368774, batch no. 190409. Verbiage: customer complained of having numerous false positive troponin result with bd orange top tube (rst) and also sample clotting as well. She mentioned that they have informed bd about this issue but she did not provide the date the issue was reported to bd. She gave a lot number for the tube #190409 expiration date 6/30/2020. Customer states that they are seeing micro and macro clots in the serum of the rst tubes. They invert 5 times upon drawing and she does not have a clot time but states that they are sent via pneumatic tube so time from draw to receipt is most likely 15 minutes. They remove clots from serum and then run. They are not running high sensitivity troponin. They use the rst tubes for tsh, pregnancy and troponin and have not had issues with the other analytes. Tubes are not stored in lab but site.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin experienced erroneous results which were noted after use. The following information was provided by the initial reporter: material no. 368774, batch no. 190409. Verbiage: customer complained of having numerous false positive troponin result with bd orange top tube (rst) and also sample clotting as well. She mentioned that they have informed bd about this issue but she did not provide the date the issue was reported to bd. She gave a lot number for the tube #190409 expiration date 6/30/2020. Customer states that they are seeing micro and macro clots in the serum of the rst tubes. They invert 5 times upon drawing and she does not have a clot time but states that they are sent via pneumatic tube so time from draw to receipt is most likely 15 minutes. They remove clots from serum and then run. They are not running high sensitivity troponin. They use the rst tubes for tsh, pregnancy and troponin and have not had issues with the other analytes. Tubes are not stored in lab but site.